Event description:
It was reported that during a cryo ablation procedure, the "push bar", which was pressed for deflation, was looser (less resistance) than expected. The push bar when pressed causes the balloon to stretch which makes it easier for the balloon to fold neatly and to be stored in a protective tube or sheath which did not happen when the push bar was pressed during the procedure. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 17849 was returned and analyzed. External visual inspection of the balloon, shaft, and handle segments showed the balloon was bent. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for two applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and the temperature curve had no oscillations or overshoots. However, during the inflation. A guide wire lumen kink was observed inside the balloon segment and the push button was stuck. Deflection testing (lever pushed to the forward and backward position) was performed and the shaft re-act as initially intended. No kinks were identified on the shaft and after dissection, the pull wires were also intact. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.15 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. During inspection of the handle segment, the bellow was stuck/glued on the hypotube-pushbutton assembly. Excessive adhesive inside the bellow may result in balloon inflation issues or pushbutton movement issues. In conclusion, the reported "steerability issue" was not confirmed through analysis and the balloon catheter failed return inspection due to a gu ide wire lumen kink/twist observed 1.15 inches proximal to the catheter tip and the bellow was stuck/glued on the hypotube-pushbutton assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: a data file containing two images was received and analyzed. The failure file had not been received. The first image showed a 28mm balloon catheter but the lot and serial number were not visible. The second image showed a balloon catheter handle with a red arrow pointed to the push button. In conclusion, the reported issue was not observed in the data files. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.